Event description:
Customer reports that he obtained results of 222 mg/dl and 78 mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.